Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call that the customer was hospitalized due to a heart attack and had an open heart surgery. Customer's blood glucose was 575 mg/dl. Customer stated she had all symptoms for 2 weeks, and her blood glucose levels had been running high since the surgery. Customer had been treating her high blood glucose with insulin injections. During troubleshooting, found that customer's diabetes educator had changed her max bolus setting from 10 to 7 after the heart attack. Customer mentioned after the surgery, she changed the site to her other leg, her leg was very swollen, filled with fluid, her blood glucose remained high. The doctor advised the customer to change the site from legs to abdomen, but the blood glucose still did not lower. Customer stated she had to go on temporary dialysis due to the high blood glucose levels and the surgery. Customer will not be returning the device for analysis.